Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective video cable in the hv cable assembly and was removed and replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9600 fluoroscopy system had intermittent image flickering when system was moved into the lateral position.